Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Injuring gums [gingival injury]. Injured roof of mouth [mouth injury]. Gum pain [gingival pain]. Mouth pain [oral pain]. Round brush head fell off the hand piece and into mouth [device breakage]. Case description: consumer contacted via e-mail and stated that while he was brushing his teeth, the round brush head fell off of the hand piece and into his mouth. No serious injury was reported.